Event description:
Device malfunction: detachment from source. Time of malfunction: during prep. Symptoms/ae: none. It was reported that during prep when the technician was loading the delivery shealth, the light blue peel away sheath would bunch up. It was found that the "tuey" was closed. The technician did this with 2 different filter baskets during the same procedure. The physician loaded a third filter basket without incident. The account manager spoke with the technician and did an in-service and review of the correct loading procedure. There was no patient involvement. The returned filter basket devices were evaluated and it was found that one filter basket tip ball was detached. The second filter basket evaluation revealed the shaping ribbon was detached from the ball tip. No additional information was available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. The second rx accunet part number 1011649-55, lot number 6060851 indicated in b5 and in d11, and is being reported under the same manufacturer report number.